Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient said she heard "beeping" from the device one day post implant. She said she went into the emergency room to have the device tested and the medtronic tech said the device "kept firing". The patient said she did not receive any shocks and was not in pain or uncomfortable. She said they told her a "screw was loose" and the doctor wasn't able to get her in for surgery to have it fixed. She said the device was "defective" and they turned it off until it was replaced. She said she thinks they replaced this device with a new one. Registration information only shows the device implantation on (B)(4) 2010 and no further information. The device is still in use. No further patient complications have been reported as a result of this event.